Event description:
The syringe was prepared and refrigerated in the homecare pharmacy. This was then stored in the patient's refrigerator for six days. The family member of the patient was adding the syringe of vitamin k to the tpn bag in the patient's home and noticed there was a dark material inside the syringe. The syringe fluid is being cultured for bacteria and/or fungus but under the lab microscope, the material looks like a solid, crumbly black material. The syringe, solution and a remnant of the foreign object are retained here. Aerobic culture is negative but not finalized at 5 days. Fungal cultures are no growth to date. This event was discovered during the needle going into the tpn bag; it was not used or infused by the patient. There was no visible foreign object present when the medication was drawn up into the syringe.all cultures have continued to be negative. We will be able to send the syringe back next week with the proper instructions. We have not received instructions from the manufacturer on sending this back yet.what was the original intended procedure?adding vitamin k from a syringe into a bag of tpn solution prior to administration.device #1is this a laboratory device or laboratory test?no.